Event description:
During aseptic set up of the sterile field for a planned c-section, it was discovered that one sponge amongst a bundle of five laparotomy sponges, contained within the standard sterile csection pack, had a foreign object apparently stuck to the exterior fiber. Upon closer examination, the object appeared to be composed of a metallic/plastic material. Sponges were discarded from the field of surgery and sequestered for further analysis.